Event description:
The patient's wife reported that some of her husband's v-gos fell off. Patient wife could not say how many fell off or how long they had been on before falling off. Patient wore them on his abdomen and works outdoors in extreme temperatures so sweating could have been a factor. Patient crawls under equipment so he could have knocked them off doing that. The patient's wife said v-go's were all thrown out.